Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An intuition guidewire was intended to be used during a procedure. The intuition wire broke in the patient during the procedure. Patient underwent surgical intervention to remove the detached part of the wire. Patient alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.